Event description:
It was reported the multi-unit abutment placed at 45 was fractured during the procedure to complete the screw-retained bridge. Abutment placed on (B)(6) 2018 and removed on (B)(6) 2026. Patient suffered from pain and abutment mobility. Procedure was completed.

Manufacturer narrative:
Zimvie complaint number (B)(4).